Event description:
The clinician reports the implant was inserted (B)(6) 2015 in fdi 16. Details of surgery: bone overheating, sinus perforation and sinus augmentation. On (B)(6) 2018, loss of osseointegration was verified. Patient presented with bone type IV and inadequate bone quality/ quantity. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis. No further patient complications were reported.